Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter's display was cloudy. The medical surveillance specialist (mss) spoke with the patient on october 8, 2009, and obtained the following information. The patient reported that the alleged display issue began on the morning of the day prior to contact to lifescan. The patient informed the mss that she tests 3x/day and manages her diabetes by taking a set dose of lantus in the morning and apidra 3x/day (based on a sliding scale). As a result of the alleged issue, the patient stated that she had to estimate how much apidra to take prior to her meals. At approximately 6:00pm the same day, the patient claimed she took 8 units of apidra, but because she did not know if her blood glucose was running high, low, or normal she ate less than usual. At approximately 3:00am the following day, the patient stated, she woke up sweating profusely and incoherent. When her daughter attempted to test her blood glucose she was unable to get a reading. The patient reported that she was then tested on another device (relative's meter) and obtained a result that was low (reading not recalled). The patient stated that her daughter gave her food and/or drink and she felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was unable to confirm if any trauma occurred to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.